Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. The eccentric and de novo, 90% stenosed target lesion was located in a mildly calcified and mildly tortuous right coronary artery (rca). A 2.50mm x 15mm maverick² balloon catheter was selected and advanced to predilate the target lesion. When the complaint device was pushed, it was noted that the shaft broke (about 30 cm away from the hub). The physician then withdrew the balloon together with the unspecified guide catheter. The procedure was completed using another 2.50mm x 15mm maverick² balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The shaft was visually inspected and found to be intact, however, there was a hypotube kink 29.5cm from the strain relief. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the hypotube kink or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. The eccentric and de novo, 90% stenosed target lesion was located in a mildly calcified and mildly tortuous right coronary artery (rca). A 2.50mm x 15mm maverick 2 balloon catheter was selected and advanced to predilate the target lesion. When the complaint device was pushed, it was noted that the shaft broke (about 30 cm away from the hub). The physician then withdrew the balloon together with the unspecified guide catheter. The procedure was completed using another 2.50mm x 15mm maverick 2 balloon catheter. No patient complications were reported and the patient's status was stable.